Event description:
Discrepant advia 1650 sodium results were obtained and reported. One of the results were questioned by the ER nurse. The samples were retested and corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discrepant advia 1650 sodium results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse disassembled and cleaned the ise. Calibration and qc all ran well. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.